Manufacturer narrative:
A product investigation was performed on this device. A visual inspection revealed scratches on the cassette. It was confirmed during a leak test that the scratches allow fluid to leak from the device. The reported symptom is confirmed. A review of the device history record shows no unexpected variances, adjustments or comments noted in the device records. A review was performed by the post market clinical department, per the pharmacovigilance associate, the pt had no ill effects from this leak event. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.

Event description:
A peritoneal dialysis pt has reported that a fluid leak occurred at the union of her catheter extension set connector and the cycler tubing set pt line connection. Pt was in fill two when the leak occurred. Spoke with the pt who states no ill effects, received one dose of antibiotics ip as a precaution. Denies fevers, chills for pain. Effluent has remained clear. She also states that she may have misaligned the threads at the connection.